Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing issues with the infusion set cannulas bending, kinking, leaking, and falling off of her body due to the adhesive. Her blood glucose elevated to 400 mg/dl. Her normal blood glucose level is 100 mg/dl. This has occurred with every infusion set she has used since (B)(6) 2010. The patient did not require treatment from a health care professional or second party to address the issue. She was sent a different type of infusion set. The alleged infusion sets were discarded. No product will be returned for evaluation.